Event description:
In 2009, the sales representative reported that the instrument was worn from regular use. Additional information received on 30 jul 2009 via telephone. The sales representative reported that during surgery the surgeon was shearing off the closure tops, the surgeon went to give the sheared off piece to the surgical tech and it was noticed that there was nothing there. That is when the surgeon realized that the piece had fallen into the wound. The surgeon retrieved the piece from the wound. The sales representative had another instrument with him and the surgeon used that one to finish the case as intended. There was no surgical delay.

Manufacturer narrative:
Requests have been made for the return of the product. Request has been made to obtain the product. Evaluation is pending.